Event description:
The lens optic was found scratched upon opening the lens carrier.

Manufacturer narrative:
The lens was received incorrectly placed in the carrier with saline solution visible on the optic. The visual examination found one haptic bent, no scratches were found on the lens.